Event description:
It was reported that during a vats wedge biopsy procedure, the device would not open automatically after being fired on lung tissue. The "knife return red switch" had to be used to open the jaws. The same incident happened again with the next firing of the stapler. Procedure was completed by converting to open procedure. Patient consequence was having an open procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: the surgeon thinks that this incident happened because the lung tissues were too calcified. Why was the procedure converted to open? The jaws of the stapler couldn't be opened and manual resection of the lung tissues had to be made. What steps were taken to open the device? The manual release lever was used but yet the jaws couldn't open. What color reload was being used? Green reload. Was the device unable to be opened? Yes, the jaws of the device couldn't be opened. How was the device removed from the patient? Manual resection of the lungs to remove the device which were stuck to the lung tissues. Were there any changes in the patient post operative course? Information not available was the device fired over a clip or staple? No. What is being returned? Device couldn't be returned because the lung tissues were stuck with it and had to be discarded together. Patients preexisting conditions? Information not available. How is the patient currently? Information not available. Is the patient expected to have a full recovery? Information not available. Has the user been inserviced? Yes, user has been using the device. Additional information : surgeon informed the sales representative ((B)(6) 2012) following the incident, that he believes that the jaws of the device couldn¿t open because the lung tissues were very calcified, and the incident may not be due to our device having malfunctioned."